Event description:
Intera oncology received a report from a nurse about them being unable to access an intera 3000 hepatic artery infusion pump. After multiple attempts to access the pump, the clinic believed the pump flipped. An x-ray was done and confirmed the pump flipped. On (B)(6) 2025, the patient was seen, and the physician was able to manually manipulate the pump and flip it back over. One of the nurses was successful at accessing the pump.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The exact root causes of why the pump flipped is unknown. However, device migration is a known adverse event on the labeling of the intera 3000 pump.